Event description:
Customer reported that pump battery was depleting too quickly, leading to frequent shutdowns. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy and a insulin pen. The customer continued to use the pump for insulin therapy.